Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were performed; all of which were within the pump's delivery accuracy manufacturing specifications of +/-3%. Device passed all functional tests with no issue with volume matrix. Therefore, no problems were found with the delivery accuracy of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical cadd solis hpca pump volume matrix did not work. No reported adverse effects.